Manufacturer narrative:
(B)(4). Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms were noted during testing. However, the power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 123 mg/dl at the time of the incident. Customer will return device for analysis.